Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss has been attributed to an access needle infiltration which precluded the blood from being returned through the needle. The user's guide provides instructions for the operator to perform a temporary disconnection to evaluate and restore vascular access flow. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage has reviewed the event with the facility. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment. The operator experienced an access needle infiltration. The operator called tech support to report the needle infiltration. Treatment was terminated without performing rinseback due to clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.